Event description:
As reported, it was a case of a 26 mm sapien 3 valve, in aortic position by transfemoral approach. On post operative day (pod) 2 the patient presented an aneurysm spurious right. On pod 3, a sonography showed complete thrombosis of the aneurysm. Therefore, thrombin was injected. The event is resolved.

Manufacturer narrative:
A pseudoaneurysm is a collection of blood that forms between the two outer layers of an artery or cardiac tissue. It is usually caused by a penetrating injury to the vessel, which then bleeds, but forms a space between the two layers of tissue, rather than exiting the vessel. According to the instructions for use (IFU), cardiovascular injury including complications from perforation, dissection, pseudoaneurysm of the ventricle which may require intervention, are potential adverse events associated with the transapical transcatheter aortic valve replacement procedure. According to literature review, pseudoaneurysm is a rare but well-recognized complication of the transapical tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of ventricular complications and has found that the root cause is typically related to a combination of sheath insertion angle, sheath shaft diameter and post closure bleeding. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which transapical site complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing transapical complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including suture techniques of the access site. It also notes that improper imaging angles and mitral valve entanglement may limit or prevent transapical passage of the devices. The IFU contraindicates patients with adverse vascular and/or ventricular characteristics that would preclude safe placement of sheaths such as heavily calcified or narrow access vessels, enlarged right ventricles or septal hypertrophy. Pre-procedure screening and assessment of the cardiac apex and left ventricle will enable the clinician to determine if the sapien 3 ultra valve can be delivered in a trans-apical or retrograde approach. The operators are trained to locate the access vessels and/or ventricular apex taking cardiac position and extensive cardiac fat into account. The physician training manual also lists techniques for optimal arterial and/or apex exposure. Despite the best screening tools, a small percentage of patients will have vascular and/or ventricular anatomy where trans-apical approach is not possible or where increased resistance is encountered during insertion of devices. In addition, significant anatomical variations, not always appreciable on imaging, could be contributing factors to the event. In this case, the cause for the pseudoaneurysm cannot be determined due to the limited information available. There was no allegation or indication a device malfunction contributed to this adverse event. The device is not returning.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-11216.